Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened escape and down buttons dome switch. No button error alarm during testing. The insulin pump has minor scratched lcd window, cracked battery tube threads and cracked and reservoir tube lip.

Event description:
Customer reported a button error alarm. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.